Manufacturer narrative:
Section d4: the serial number provided in the previous report was the serial number of the patient electronic system. The device identifier (serial, lot, batch number) of the wifi adaptor is unknown and unable to be obtained. Manufacturer's investigation conclusion: one cardiomems patient electronic system (pes) was received for evaluation without a wifi adaptor. External and internal visual inspections of the unit revealed no discrepancies or discernible damage, physical nor wear and tear. The reported event of the wifi adapter being stuck inside the pes and the cover on the wifi adaptor being broken off leaving exposed circuitry was unable to be confirmed as the pes was returned without the wifi adapter.

Event description:
The patient also reported that the wifi adaptor was stuck inside the patient electronic system (pes) and the patient was unable to remove it. The pes was also replaced.

Event description:
The patient reported cover on the wifi adaptor for their cardiomems patient electronics system was broken off leaving exposed circuitry. The wifi adaptor was replaced and there were no adverse consequences reported by the patient.